Event description:
It was reported that the patient was admitted having received seven shocks due to noise, and that there was oversensing, increased pacing impedance, and a lead fracture. A magnet was applied, and the lead was explanted and replaced the next day. It was noted that the physician who performed the replacement did not believe that there was a lead malfunction; rather, this was anatomy-related as the patient had a history of lead fractures. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Products: 5076-52 implantable pacing lead, (B)(6) 2010. (B)(4).